Manufacturer narrative:
An event regarding a crack/fracture of a triathlon symmetric x3 patella after a fall was reported. The event was not confirmed. -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient fell on her right total knee. She was revised for pain, dr. (B)(6) found her patella had sheared two of the three pegs off. Dr. (B)(6) reimplanted a new patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient fell on her right total knee. She was revised for pain, dr. (B)(6) found her patella had sheared two of the three pegs off. Dr. (B)(6) reimplanted a new patella.